Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient's ipg was replaced with a non-rechargeable device and the patient was doing well with good coverage postoperatively. The explanted ipg was retained by the medical facility and will not be returned.